Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, the team experienced difficulty with valve alignment. After gross alignment was completed, the fine alignment wheel would not work. The physician tried to implant the valve with the half aligned sapien 3 valve on the balloon. After inflation, the valve only opened on the distal end as the balloon was ¿pushed into the ventricle¿. The commander balloon and valve was pulled back in the descending aorta and the valve was implanted. A second system was then prepared with a 26mm sapien 3 valve and the valve was implanted without any further problems. The patient was noted to be in good condition. It is perceived that unusual kinking of the descending aorta most likely led to a misalignment/ ¿diving¿ of the valve on the balloon system.

Manufacturer narrative:
Additional information provided indicated the patient had mild iliac calcification, moderate tortuosity of the iliac and mild kinking of the descending aorta. Alignment was performed on the straight section in the descending aorta. Due to the misalignment that occurred during the procedure, the lock was opened and tension was released several times. The operator never pulled past the warning marker. The valve was then attempted to be implanted with a suboptimal loading position followed by a pullback of the balloon and a second dilatation in the correct position. The balloon opened, moved into the lv and pushed the valve too far into the aorta. The team opted to bail out with implantation of the not yet fully expanded valve into the descending aorta and prepared for a second valve. The esheath was pulled back, the valve was aligned below the regular position in a rather straight section of the descending aorta. The devices were not returned to edwards for evaluation, however, imagery of the patient¿s anatomy and the procedure were made available for review. The following imaging observations were made: · both of the iliac vessels appear to be fairly tortuous and calcified · the aorta appears to be moderately calcified and tortuous · there is a major bend in the aorta · valve alignment was performed at a bend, resulting in valve diving a review of the complaint history, DHR, lot history, and manufacturing mitigation revealed no indication that a manufacturing issue contributed to the complaint. Further, a review of the IFU and training materials revealed no deficiencies. Based on the imagery provided, the complaints for ¿delivery system ¿ difficulty with valve alignment¿ and ¿handle ¿ fine adjust difficulty¿ were confirmed. If tension builds in the delivery system prior to and/or during valve alignment, the forces required to align the valve and perform fine adjustment can increase. Navigation through tortuous anatomy and unintentional torquing of the system can both lead to an increase of tension in the system, ultimately increasing the difficulty of valve alignment. One indicator that the system is under tension is if compression is noted along the flex shaft during alignment. The physician training manual provides tips for how to correct for compression, including pushing the balloon catheter forward or reversing the fine adjustment wheel briefly. The goal of these processes is to relieve tension in the system in order to facilitate additional valve alignment. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces while attempting valve alignment in a kink fixture. Imagery provided by the complaint site indicated that calcification and tortuosity was present in the patient vessels. Per the complaint description and imagery review, valve alignment was not performed in a straight section of the patients¿ anatomy. Additionally, per the investigational follow-up, diving/misalignment was noted during the procedure. The valve diving was further confirmed during imagery review as well. As such, it is likely that the difficulty performing valve alignment and fine adjust during the procedure can likely be attributed patient/procedural factors (tortuosity of patient anatomy). However, at this time a definite root cause is unable to be determined. No manufacturing non-conformance of IFU/training deficiencies were identified. Available information suggests that patient/procedural factors contributed to the complaint event. The occurrence rates do not exceed control limits for the applicable trend categories, so no corrective/preventative action is required.